Manufacturer narrative:
Exact date unknown, event occurred a few months ago.

Event description:
It was reported that the patients ipg was at its end of life and that the patient had difficulty charging it. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned by the facility.